Event description:
A customer obtained a non-reproducible, higher than expected vitros phbr result (proficiency sample result= 225 vs. An expected result= 182 ng/ml) from a proficiency sample run on a vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician if they were to occur undetected on patient samples. However, no vitros phbr patient results were questioned during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros phbr result was obtained from a proficiency sample run on a vitros 5600 system. The investigation was unable to determine a definitive root cause. However, handling of the proficiency sample, an instrument related issue, or an issue with vitros phbr lot 2538-0060-8971 cannot be ruled out as contributing factors. Internal investigation is ongoing with respect to the reagent performance.